Event description:
On june 15 at 7:50, the instrument stopped its operation together with the alarm ringing and "xdcr fault" displayed. Again turned on the instrument, however the same phenomenon reproduced. Again turned on the instrument now easily turned on but soon turned off, after that the instrument turned on by itself. No pt harm